Manufacturer narrative:
H6 - health effect clinical code: 4581 - pupil dilation issues, yag - pi. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2; +5.00/+3.0/120 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The surgeon reports there was elevated intraocular pressure without pupil block, a yag-pi was performed on (B)(6) 2023 which resolved the pressure, the surgeon felt there may be retained viscoelastic and was treated with diamox and dilate the pupil. But it was later updated the pupil refused to dilate beyond the icl and mid dilated pupil shut the pi, additional medication was used. It was further updated that patient iop is 10 but still on meds. Lens remains implanted.